Event description:
The mayfield 360 base unit (a-2009) was modified to the operating room table. When closing the lower handle without using force, the pull rod inside the lower shank broke. There was no pt involvement, as it happened before the pt was positioned.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initated based upon the reported info.